Manufacturer narrative:
Initial reporter phone: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during use with a bd vacutainer® serum blood collection tubes the stopper would creep during blood collection. The following information was provided by the initial reporter: incident occured at (B)(6) hospital, caps were found to be loose, even during closed collection procedure, when the tubes are withdrawn from holder, blood spillage is occuring, during the handling of the tubes, caps are not fixing and very easily coming off, hence bottom tube separates and lead to blood spillage.

Event description:
It was reported that during use with a bd vacutainer® serum blood collection tubes the stopper would creep during blood collection. The following information was provided by the initial reporter: incident occured at (B)(6) hospital, caps were found to be loose, even during closed collection procedure, when the tubes are withdrawn from holder, blood spillage is occuring, during the handling of the tubes, caps are not fixing and very easily coming off, hence bottom tube seperates and lead to blood spillage.

Manufacturer narrative:
H6: investigation summary: bd had not received samples or photos from the customer for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.